Event description:
It was reported that a physician was attempting to deploy a 7mm diameter x 100mm length complete se peripheral stent to treat a lesion in a patient located in the sfa that was pre-dilated. It was reported that the stent could not be deployed fully and the end of the stent could not be released from the sheath and was stuck in the sheath. The physician had to use another device to push the stent out and the physician pulled the stent back into the sheath and was able to pull the stent from the patient. A small cut down was performed to remove the device from the patient as approximately 1cm of the stent was unable to be pulled into the sheath. The patient was reported to be well after the procedure. No other clinical sequelae were reported. Device evaluation; the stent was returned off the delivery system. There was slight deformation and bending evident on the stent. The proximal end of the distal tip was flared and raised, indicating that it may have snagged on something during the procedure. The handle was advanced and retracted without issue. There was no other damage evident on the delivery system.

Manufacturer narrative:
Evaluation results: (root cause of this event could not be determined, however, it may be procedural related). Deformation problem. Conclusion: operational context caused or contributed to the event - (root cause of this event could not be determined, however, it may be procedural related). (B)(4).